Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was unresponsive the customer¿s blood glucose was 11.5 mmol/l at the time of incident. Customer stated that the insulin pump was vibrating and flashing and the buttons were unresponsive. Customer also reported that the insulin pump screen was hard to read. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on all electronic assemblies. Device received with severe corrosion on force sensor assembly and corroded motor home switch. Unable to verify error alarms, unresponsive keypad, screen anomalies, missing segments or partial display anomalies, vibration anomalies and notification light anomalies due to blank display.